Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose for the last six hours. Customer's blood glucose was over 600 mg/dl. Customer stated she had changed the set in the morning and changed it again at 5pm. Customer stated that her blood glucose at 9pm was still high at 574 mg/dl but was finally coming down after changing the set. Customer did not require assistance.